Manufacturer narrative:
Updated field: b4, b5, b6, b7, d9, d10, e1 (event site telephone), e3, g3, g6, h2, h3, h6 (type of investigation, investigation findings, investigation conclusions), h11. A getinge field service engineer (fse) was dispatched to evaluate the unit. The (fse) reported that the device requires periodic maintenance with replacement: safety disk, filter, drive assembly, complete EKG cable, mains cable. The fse reported that the service not completed as the customer did not approve the repair quote. The equipment cannot be used.

Event description:
It was reported that the cs100 intra-aortic balloon pump (iabp) had an inspection balloon volume button issue. There was no patient involved.

Event description:
N/a.

Manufacturer narrative:
Updated data: b4, g3, g6, h1, h2, h11, d9, h3, h6, e1 (initial reporter). (Type of investigation, investigation findings, medical device ¿ problem code, investigation conclusions, health effect ¿ impact codes). A getinge field service engineer (fse) evaluated the unit and could not confirm the reported issue. The (fse) reported that the drive assembly was noisy. The device requires periodic maintenance with replacement: safety disk, filter, drive assembly, complete EKG cable, mains cable. The fse reported that the service was not completed as the customer did not approve the repair quote. The equipment cannot be used.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that the cs100 intra-aortic balloon pump (iabp) had a inspection balloon volume button issue. There was no harm reported.